Manufacturer narrative:
The phacoemulsification handpieces were not returned for evaluation. The manufacturing device history record's (DHR) were reviewed. Based on assessment, the products met specifications at the time of release. No further information could be obtained from this customer. With no additional, related information provided, the customers reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no phaco power during a procedure. It passed priming and tuning but failed to deliver phaco power when applied to the patient. A company representative indicated that the cable was faulty. Additional information has been requested. This is one of two reports being filed for this facility.